Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d1101: the instructions for use (IFU) of gore® tag® conformable thoracic stent graft with active control system state that = 20 mm landing zone proximal to the primary entry tear; proximal extent of the landing zone must not be dissected. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2026, this patient underwent an emergency endovascular treatment for type b aortic dissection using gore® tag® conformable thoracic stent graft with active control system (ctag ac). The entry tear was located in the descending aorta. Although the dissection extended up to the left subclavian artery (lsa), considering that there was sufficient distance from the lsa to the entry tear and the angulation just distal to the lsa was steep, the ctag ac was deployed approximately 1 cm distal to the lsa, within the dissected segment. The entry was successfully sealed. The patient tolerated the procedure. On (B)(6) 2026, a postoperative CT scan showed no issues, and partial thrombosis with reduction of the false lumen was observed. On (B)(6) 2026, a follow-up CT scan revealed stent graft-induced new entry tears (sines) on both the proximal and distal sided of the ctag ac. On (B)(6) 2026, a reintervention was performed. A planned left common carotid artery (lcca)-lsa bypass (1-debranching) was initiated, but the bypass procedure was aborted after an iatrogenic dissection occurred in the lsa during the attempt. Subsequently, the lsa was embolized with a vascular plug. Another ctag ac was then additionally deployed just proximal to the lcca. Due to the steep aortic angulation, the guidewire did not follow the greater curvature, resulting in distal movement for approximately 2 mm during the deployment. The final angiography showed a minor type ia endoleak. No additional treatment was given and it was left for monitoring. The distal sine was also left for monitoring since it was small tear. The patient tolerated the procedure. The reporting physician commented as follows: because there was a considerable distance from the lsa to the entry and the aortic angulation was steep, the ctag ac was deployed slightly distal to the lsa, resulting in the proximal landing zone being within the dissected segment. This led to the occurrence of sine. A 1-debranching procedure should have been performed from the beginning to allow landing in a normal segment.